Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the bending section cover rubber the water tightness was lost, the adhesive on the bending section cover rubber had a chip the right/left lever had discoloration, switch 1 was damaged, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the lock engagement lever had stain, the up/down plate had a scratch, the indication on the light guide connector was not correct, the venting connector of the light guide connector was deformed, the video connector case had a crack, the video connector was deformed, the video connector case had a crack, the video connector (slave side) was deformed, the video connector (slave side) had a crack, and switch 1 was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope was leaking. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress from use, external factors, or handling. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. "[Inspection of entire endoscope] 6. Check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the tip lens." Olympus will continue to monitor field performance for this device.